Event description:
The customer reported to olympus, color bars were displayed with various scopes and a b30 scope communication error code was received when using the evis exera iii xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of color bars and b30 error code was not confirmed after testing with different scopes. The device evaluation found missing print labels on front panel. Worn out socket slider switch causing intermittent use of high intensity mode. The lamp life meter is reading at 300+hours, light output measured in range. Non-olympus lamp. The top cover, lamp door, bottom chassis, front panel chassis, rear foot and rear panel were all rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. There is no trend observed that necessitates remedial or containment action to prevent an unreasonable risk of substantial harm to the public health. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the event did not happen during the procedure but that the specifics of when the event happened were unknown.